Manufacturer narrative:
Correction to g2 to add the foreign country poland. Correction to h4 the device manufacture date was 10feb2005. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of a peripheral device, gauze body fluid, or residues from chemical agents clogged the air water nozzle due to insufficient reprocessing. The root cause of why the device was not processed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may help detect or prevent the the foreign material from clogging the air water nozzle: "preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities". "Cleaning, disinfection and sterilization procedures_ precleaning -warning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.". "Manual cleaning". "Clean the external surface". "Immerse the endoscope in the detergent solution.". "With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and ensure that all surfaces of the distal end are cleaned thoroughly". Olympus will continue to monitor field performance for this device.

Event description:
As reported, an air/water flow issues were observed on the device. The issue found at preparation for use. There is no patient involvement on this reported event. No user injury reported. Device return evaluation found foreign material in nozzle.

Manufacturer narrative:
Device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device inspection noted foreign material was found in nozzle. The customer reported air/water flow issues were not confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.